Manufacturer narrative:
It is indicted that the device will be sent back to bsc. Should additional information become available, this report will be updated.

Event description:
It was reported during ongoing use, the patient developed an infection. The right atrial (ra) lead was explanted along with the entire system. It was indicated that upon extraction of the system, the pocket looked clean. The patient was prescribed antibiotics. There has been no replacement scheduled at this time, and it is unknown as to whether the patient will have another system implanted.

Manufacturer narrative:
The field rep indicated that this device was disposed of. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, the patient developed an infection. The right atrial (ra) lead was explanted along with the entire system. It was indicated that upon extraction of the system, the pocket looked clean. The patient was prescribed antibiotics. There has been no replacement scheduled at this time, and it is unknown as to whether the patient will have another system implanted. Additional information: the field rep indicated that the ra lead was disposed of at the hospital. No further information was provided.